Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
"Tthe" reporter indicated that a 13.2mm, vicm5_13.2, -8.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop (intraocular pressure) without pupil block and angle closure. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens #1- two lenses were returned unidentified in the same bag. Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens; presence of residue on lens surface. MDR # 2023826-2019-00010 for cross reference. Lens #2- two lenses were returned unidentified in the same bag. Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found a torn haptic and presence of residue on lens surface. MDR # 2023826-2019-00009. (B)(4).